Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that patient stated that it was the position she was sitting in her chair which caused the patient to feel the ins on bone and pain. Patient added a pillow and it does not hurt. Patient feeling ins on bone and pain has been resolved. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins).it was reported that patient battery site is hurting and bothering her. Patient said she feels it on bone. Also she said it feels like it increases on its own. Rep checked impedances and they were within normal range. Rep re-programmed her adaptive stim settings and that resolved why she said she was feeling it increase. Patient still feels like implant is on bone. Patient is making appointment with her health care professional (hcp) to follow up. Rep will obtain information from hcp 7/7/2018. Rep will wait to hear from the physician if he decides to move implant. No surgical intervention occurred or planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.